Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient who was coughing when the alarm sounded. The customer also reported that the patient was on the phone with the clinical staff from the hospital for seven minutes while the driver was connected to wall power, but the alarm did not resolve. The patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed a split housing. Visual inspection of the driver's internal components revealed raised screw boss inserts on the front housing, damaged printed circuit board assembly (pcba), and abrasions on the primary motor as a result of rubbing against the main pcba. There was no evidence of a device malfunction, and the customer reported issue was not functionally duplicated. The root cause is unknown but the damaged observed is consistent with an impact shock, which is also evidenced by the cracked housing. The customer-reported fault alarm could not be functionally duplicated. However, the customer reported event poses a low risk to the patient because the driver continued to perform its life-sustaining functions. The freedom driver was serviced and passed all functional and performance testing before being placed into finished goods. This issue will continue to monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a pt who was coughing when the alarm sounded. The customer also reported that the pt was on the phone with the clinical staff from the hospital for seven minutes while the driver was connected to wall power, but the alarm did not resolve. The pt was subsequently switched to the backup freedom driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.